Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient has a misplaced left essure coil which more than likely is causing this problem/ misplaced essure coil, left side/the only complication was poor placement of left essure') in an adult female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil did not go in properly". The patient's medical history included pregnant, vaginal irritation, pelvic bleeding, multigravida, parity 2, abortion, urinary tract infection, weight gain, vulval warts removal and multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, lower abdominal tenderness, pelvic pain, abdominal pain, dysfunctional uterine bleeding, foreign body in vagina, overweight, abdominal pain lower, high grade squamous intraepithelial lesion, pap smear abnormal and hemostasis. On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced back pain ("hormonal changes describe: along with bad back pain/ lower back pain"), dysmenorrhoea ("hormonal changes describe: also terrible cramping/ dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding ( menorrhagia)") and abdominal pain lower ("lower abdominal pain"). In october 2016, the patient experienced fatigue ("fatigue"). In november 2016, the patient experienced menstruation irregular ("hormonal changes describe: period is very irregular") and alopecia ("hair loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), headache ("headache") and complication of device removal ("I still have the coil on my right side"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). At the time of the report, the device dislocation, device expulsion, back pain, menstruation irregular, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, alopecia, abdominal pain lower, headache and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2016 insertion details, specify- post-operative condition: stable (poor essure placement I side, 13 coils, right side 5 coils) at insertion there was a "misfiring" of the device and approximately 15 coils were left on the left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: left fallopian tube, salpingectomy: fallopian tube with mild congestion and focal detached luminal chronic inflammation composed of histiocytes and lymphocytes. Surgical coil grossly identified. No malignancy is seen. Gross description the specimen is received in formalin, labeled "left fallopian tube" and consists of an 8.3 cm in length x 0.9 cm diameter purple, fimbriated fallopian tube. Also received is a 1.5 x 1.2 x 0.7 cm tan-pink shaggy tissue with cautery artifact. The container also has a 4.0 x 0.2 x 0.2 cm partially uncoiled wire. Ultrasound scan vagina - in february 2017: expulsion of essure device, other (please describe)- inflammation. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ low back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality- safety evaluation of ptc (product technical complaint). Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient has a misplaced left essure coil which more than likely is causing this problem/ misplaced essure coil, left side/the only complication was poor placement of left essure') and device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device deployment issue "left coil did not go in properly". The patient's medical history included pregnant, vaginal irritation, pelvic bleeding, multigravida, parity 2, abortion, urinary tract infection, weight gain, vulval warts removal and multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, lower abdominal tenderness, pelvic pain, abdominal pain, dysfunctional uterine bleeding, foreign body in vagina, overweight, abdominal pain lower, high grade squamous intraepithelial lesion, pap smear abnormal and hemostasis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("hormonal changes describe: along with bad back pain/ lower back pain"), dysmenorrhoea ("hormonal changes describe: also terrible cramping/ dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding ( menorrhagia)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menstruation irregular ("hormonal changes describe: period is very irregular") and alopecia ("hair loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), headache ("headache") and complication of device removal ("I still have the coil on my right side"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, back pain, menstruation irregular, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, alopecia, abdominal pain lower, headache and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2016. Insertion details, specify- post-operative condition: stable (poor essure placement I side, 13 coils, right side 5 coils). At insertion there was a "misfiring" of the device and approximately 15 coils were left on the left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: left fallopian tube, salpingectomy: fallopian tube with mild congestion and focal detached luminal chronic inflammation composed of histiocytes and lymphocytes. Surgical coil grossly identified. No malignancy is seen. Gross description: the specimen is received in formalin, labeled "left fallopian tube" and consists of an 8.3 cm in length x 0.9 cm diameter purple, fimbriated fallopian tube. Also received is a 1.5 x 1.2 x 0.7 cm tan-pink shaggy tissue with cautery artifact. The container also has a 4.0 x 0.2 x 0.2 cm partially uncoiled wire. Ultrasound scan vagina - in (B)(6) 2017: expulsion of essure device. Other (please describe)- inflammation. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical record- low back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New event she did not underwent essure confirmation test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient has a misplaced left essure coil which more than likely is causing this problem/ misplaced essure coil, left side/the only complication was poor placement of left essure') in an adult female patient who had essure (batch no. D13383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "left coil did not go in properly". The patient's medical history included pregnant, vaginal irritation, pelvic bleeding, multigravida, parity 2, abortion, urinary tract infection, weight gain, condyloma excision and multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included gallbladder removal, lower abdominal tenderness, pelvic pain, abdominal pain, dysfunctional uterine bleeding, foreign body in vagina, overweight, abdominal pain lower, high grade squamous intraepithelial lesion, pap smear and hemostasis. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced back pain ("hormonal changes describe: along with bad back pain/ lower back pain"), dysmenorrhoea ("hormonal changes describe: also terrible cramping/ dysmenorrhea (cramping),"), menorrhagia ("abnormal bleeding ( menorrhagia)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced menstruation irregular ("hormonal changes describe: period is very irregular") and alopecia ("hair loss."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("expulsion of essure device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), headache ("headache") and complication of device removal ("I still have the coil on my right side"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube),). At the time of the report, the device dislocation, device expulsion, back pain, menstruation irregular, dysmenorrhoea, vaginal haemorrhage, menorrhagia, migraine, nausea, fatigue, alopecia, abdominal pain lower, headache and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, complication of device removal, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, menorrhagia, menstruation irregular, migraine, nausea and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2016 insertion details, specify- post-operative condition: stable (poor essure placement I side, 13 coils, right side 5 coils). At insertion there was a "misfiring" of the device and approximately 15 coils were left on the left cornua. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: left fallopian tube, salpingectomy: fallopian tube with mild congestion and focal detached luminal chronic inflammation composed of histiocytes and lymphocytes. Surgical coil grossly identified. No malignancy is seen. Gross description the specimen is received in formalin, labeled "left fallopian tube" and consists of an 8.3 cm in length x 0.9 cm diameter purple, fimbriated fallopian tube. Also received is a 1.5 x 1.2 x 0.7 cm tan-pink shaggy tissue with cautery artifact. The container also has a 4.0 x 0.2 x 0.2 cm partially uncoiled wire. Ultrasound scan vagina - in (B)(6) 2017: expulsion of essure device, other (please describe)- inflammation. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ low back pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: new pfs and mr received- new events added: hormonal changes describe: period is very irregular, and also terrible cramping, along with bad back pain, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea,dysmenorrhea (cramping), pain, fatigue, hair loss, lower abdominal pain, lower back pain, device expulsion, device dislocation, device deployment issue, contraceptive device incomplete removal ,headache, were added. Lot number and new reporters information were added. Concomitant and historical conditions were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.